Event description:
The customer indicated that elevated cardiac troponin (accutni) results, above the assay's acute myocardial infarction (ami) cutoff, were generated on a unicel dxc 600i synchron access clinical system for one patient's samples. Two same-patient samples were tested in duplicate on the unicel dxc 600i synchron access clinical system. All four results generated elevated, comparable accutni results above the assay's ami cutoff. The same patient samples produced normal creatine kinase-mb isoenzyme (ck-mb) and creatine kinase (ck) results. The elevated accutni results did not match the patient's clinical picture. The initial elevated accutni result was reported outside of the laboratory and the patient was admitted to the intensive care unit after the elevated accutni results were obtained. The samples were subsequently tested using an alternate method which generated normal results. Instrument accutni quality control results recovered within customer's established specification during the timeframe of to the event. Samples were collected in lithium heparin plasma tubes and were centrifuged prior to testing. Testing was done from the primary tube. Specific patient information, and actual patient results were not provided by the customer.

Manufacturer narrative:
The customer submitted the effected patient's sample(s) to beckman coulter inc for further investigation. The results of beckman coulter sample testing have not been made available to date. Beckman coulter inc service was not dispatched to the site to assess the instrument hence it is unknown if an instrument malfunction occurred. A definitive root cause for this event has not been determined to date.